Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported headache, pain in the neck, shoulder pain, back pain, fatigue, stomach problems, reflux, insomnia, ear pain and hair loss, which were determined to be not device-related. Patient later reported right side "rupture", "migration, "fibromas" (which was determined to be not device-related), and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient reported headache, pain in the neck, shoulder pain, back pain, fatigue, stomach problems, reflux, insomnia, ear pain and hair loss, which were determined to be not device-related. Patient later reported right side "rupture", "migration, "fibromas" (which was determined to be not device-related), and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ use error: observed opening in anterior side assessed as surgical damage per rga. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: observed creases on the surface of the device. ¿ malposition: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ sensation/increase/decrease-ndr: not applicable as the event is not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ malaise-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr not applicable as the event is not related to the device. ¿ other-technical-ndr not applicable as the event is not related to the device. Additional observations: ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Healthcare professional later reported "fluid", "folds" and "knick in implant". Device has been explanted and replaced.